Event description:
It was reported that there is a monitor issue with the 6800 system. It was mentioned that the left side is not communicating with the right side. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, as based on customer description replaced the left side monitor. The system was tested and found to be working as intended and placed back into service.